Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10; d10: 00512008500 - bone screw drill 3.2 mm diameter - 62948730. The drill is seized in the cut guide and found it to exhibit signs of repeated use with the drill seized in one of the guide holes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h4 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no devices were received; therefore the condition of the components is unknown. Photograph provided shows that the drill is stuck in the cut guide. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00512008500, bone screw drill 3.2 mm diameter, 2778342. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01185.

Event description:
It was reported the drill got stock in the cut guide during an initial tka. There was no impact or harm to the patient. The surgical technique was utilized. There was a 10 minute surgical delay in order to open another set. Attempts have been made and no further information has been provided.